Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when attempting to unlock the pump, the third selection on the lock screen was missing. Customer's blood glucose was 215 mg/dl. During troubleshooting with tandem technical support, the issue was resolved.